Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers:1627487-2019-11981, 1627487-2019-11983, 1627487-2019-11984. It was reported the patient was experiencing ineffective therapy after suffering a fall. Imaging revealed possible lead fractures. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein the 4 leads were explanted and replaced with 2 new leads. Issue resolved.

Manufacturer narrative:
Correction: first notification should have been oct 16, 2019 and not oct 15, 2019.